Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was powering off during use. The patient reported the meter was powering off during use, for approximately 2 1/2 weeks so, he was unable to use the meter. The patient did not have a back-up meter to use. He takes novolog r before meals and lantus before bed. He adjusts his regular insulin before meals based on the meter results. When his meter did not power on, he took the maximum dose of novolog, which was 10 units. After taking the insulin, he alleged that he would, on several occasions, become hypoglycemic. During one of the reported hypoglycemic episodes (the patient felt lightheaded and sweaty), he was able to test on his sister's meter and he obtained a result of 46 mg/dl. He drank orange juice with sugar and felt better 30 to 45 minutes later. He did not receive any medical attention, nor has he followed up with his physician. This complaint is reported, as the meter issue was not resolved, and there was an indication of a serious injury, as the patient reported hypoglycemic symptoms after taking insulin. Replacement products have been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.